Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery and displayable history crc check failed on startup alarm confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm a35 alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 190 mg/dl. The customer reported that the insulin pump had a motion sensor test failure error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed the displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.